Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when they drew back to verify blood return with an ezhuber 20g x 1 in. There was air and bubbles in the line along with blood. No other information was provided.